Manufacturer narrative:
Updated h9: 2032227-060322-002-c. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump was receive with a cracked case (battery tube), battery tube threads - cracked and a pump error 63 occurring during self test. Pump error 63 failure due to broken trace noted at pin 1 of ambient light sensor. Unable to determine battery cap cracked/damaged due to missing battery cap. Blank display not found during testing. The pump passed the self test, sleep current measurement, active current measurement and the displacement test. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had crack on the housing. Customer's blood glucose value 6.8 mmol/l. Troubleshooting was performed. Customer stated that the o ring was loose and came off from reservoir area. Customer stated that the insulin pump had blank display and the battery caps metal part was missing, customer found it and put back and insulin pump started working. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.